Event description:
During complex emergent cto (complete total occlusion) procedure, a microcatheter tip fragment (turnpike lp catheter) separated from the microcatheter and had settled in the patient's om2 coronary artery. After assessing the situation, the physician ballooned the vessel and placed a stent to pin the fragment against the vessel wall. The vessel lumen was assessed to be open in the area of the placed stent, and result deemed good by the physician. Feedback provided by physician, "I was using 2 turnpikes as we were doing a retrograde cto pci. When I removed both turnpikes, noticed that the tip of the retrograde turnpike (150 cm "lp") remained in the distal vessel. Given distal location and small vessel diameter, capturing it with a snare was not an option. It did appear obstructive, so I decided the most prudent remedy would be to pin it against the vessel wall with a stent. This was done without difficulty and an oct run showed widely patent lumen with fragment pinned against vessel wall as planned. Aside from having to deploy a stent that would not otherwise not have been deployed, I do not believe there was any harm to the patient, nor do I think this will pose a risk going forward". "As for why it broke off, I do not know. As with most cto pcis, the microcatheters are used for long duration and rotated many times during advancement and retrieval and I suspect generally that it is the rotation that causes microcatheters to separate. This case did not seem particularly arduous in that sense, so I was a little surprised that this happened." The product was saved for vendor follow-up and confirmed with vendor that product lot number was not on a recall or product concern/issue. Out of concern for the lot number of this specific device, the vendor has agreed to replace all product of this lot number currently in cardiovascular lab inventory.